Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occured in the united kingdom. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with levels remaining elevated for four hours and the patient got treated with insulin pump. No further information is available.